Event description:
It was reported that a user replaced a new fsl3+ sensor, scanned it, heard a loud phone beep, and repeatedly received a scan error; after a device and phone restart and guided steps in the ilet and ilet mobile app, the sensor entered warmup and a 60-minute warmup period was communicated, with glucose control reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no impact to therapy. Investigation included remote troubleshooting and user education to restart the phone, rescan, and initiate sensor warmup within the ilet system and app. Investigation of this case revealed a scan error resolved through standard setup workflow, indicating user interface or connectivity workflow issues without device component failure and with normal sensor warmup behavior. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient cgm communication disruption addressed through education and proper initialization.